Event description:
Lar procedure. Cs29 dlu was fired and leak developed. Manual sutures were placed to complete the case without further incident.

Manufacturer narrative:
Reviewed product release and found no discrepancie. Cs29 passed visual inspection. Cut ring did show normal signs of knife penetration. Staple pockets showed normal signs of staple formation.